Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Event description:
Healthcare professional additionally reported, "fluid collection on the right side" and "concerns about having textured implants." The device has been explanted and replaced.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported "rupture" against right device. Later, healthcare professional reported, "fluid collection on the right side" and "concerns about having textured implants." The device has been explanted and replaced.